Manufacturer narrative:
(B) (4)

Event description:
Procedure type: laparoscopic orchidopexy. According to the reporter: the versaport 10/12mm port was inserted using the hasson technique. A little blood was noted in the obturator/trocar on withdrawal. Subsequently, it was found that there was a laceration in the ivc (inferior vena cava). The laceration was oversewn by the cardiac surgeon, so the patient did not bleed to death. Reportedly, the cause of the event was the lacerated ivc, however, according to the autopsy, the cause of death was an embolism to the heart caused by air entering the lacerated ivc. The patient expired on the table the same day of the procedure (B) (6) 2010.